Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) went onsite and replaced the usm to resolve the issue. System was tested and ready for use. Isi received usm for analysis investigation. The usm was analyzed, and the reported 32056 error was confirmed and replicated. In system logs, error 32056 was found indicating usm encoder error, failed to read cal data from searchlight, confirming the fault occurred in the field. The usm was installed onto a testing platform where the sensor check test was found to be failing. Once testing was completed, the insertion searchlight pca was further inspected and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the insertion searchlight pca assembly.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer encountered repeated errors on universal surgical manipulator (usm) 4. Customer stated that they continued to get 32056 error. The technical support engineer (tse) viewed and confirmed the error pointing to usm 4. Tse had the customer hard power cycle the patient side cart (psc) but the error immediately returned. Tse suggested to disable usm 4 and use the system with 3 usms only. Customer declined as all 4 usms were needed for the procedure. The procedure was aborted with no patient involvement.